Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial# unknown, product type: software; product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown; product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (10 mg/ml at 1.998 mg/day), clonidine (700 mcg/ml at 139.86 mcg/day), bupivacaine (20 mg/ml at 3.996 mg/day), ketamine (600 mcg/ml at 119.88 mcg/day), and dilaudid (10 mg/ml at 1.998 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the hcp reported that yesterday ((B)(6) 2018) he changed the drug concentration of the fentanyl from fentanyl (10 mg/ml at 1.998 mg/day) to fentanyl (15 mcg/ml at 2.998 mcg/day) and programmed a bridge bolus. He wanted to check the catheter after the refill, so he aspirated 1 ml from the side port. He determined that the catheter was fine, so he tried to cancel the bridge bolus so that he could prime the catheter. He was unable to cancel the bridge bolus. He repeatedly got options to cancel or continue the bolus, so he chose cancel but did not update the pump. He sent the patient home and the patient started to feel withdrawal symptoms and went to the ER (emergency room) this morning at 6am. About 23 hours had passed since the refill yesterday, so it was reviewed that the drug should be back at the tip of the catheter very soon if not already. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that on (B)(6) 2018 with a pump refill and drug concentration change the hcp aspirated 1-2 cc via the catheter access port (cap) then programmed a bridge bolus that was a "very slow flow rate/7 hours" without priming the existing catheter. The patient was at the hospital, admitted for withdrawal. The hcp stated on (B)(6) 2018 that they were unable to cancel the bridge bolus. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the issue was resolved at this time.